Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 468 mg/dl. The customer treated with manual injection customer's blood glucose value was 468 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on october 6, 2017. Customer declined to troubleshoot for high readings. Customer also reported that the insulin pump had a keypad anomaly and a motor error. Customer confirmed that the time was advancing and no motor error troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.